Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the left tube was also taken off the ovary with the ligasure. Left essure was not able be found so physician had to get into the uterus slightly and down the tip at which point physician was able to tease out and that also was removed in its entirety') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (dob-(B)(6)), asthma, human papilloma virus test positive, pap smear abnormal (negative), normal delivery ((B)(6) 2011), anemia, chickenpox, migraine, allergic rhinitis, eczema, atopic, depression, dizziness, acid reflux (oesophageal), atopic dermatitis, post inflammatory hypopigmentation, rash, itching, eyelid infection, eye swelling, unspecified disorder of knee joint, pain ankle, anxiety, tingling, stress, shortness of breath, sore throat and atypical squamous cells of undetermined significance. In 2013, the plaintiff underwent essure confirmation test- unknown- believes a dye test. Results: positive for placement. Previously administered products included for birth control: iud; for an unreported indication: mirena. Concurrent conditions included ovarian cystectomy. In 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain ("pain/ pelvic pain") and allergy to metals ("allergic or hypersensitivity reaction type: nickel/ nickel allergy"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: right ovarian cyst"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), uterine pain ("pain and bloating in my uterus") and abdominal distension ("pain and bloating in my uterus"). The patient was treated with surgery (bilateral salpingectomy ¿ laparoscopy with bilateral salpingectomy with delicate dissection). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headache, nausea, ovarian cyst, dysmenorrhoea, fatigue, alopecia, uterine pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- 2011, 2013 concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : right ovarian cyst, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet and medical records received : events added- device expulsion,genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, headaches, nausea, dysmenorrhoea, ovarian cyst, fatigue, alopecia, pelvic pain, vaginal discharge, uterine pain, abdominal distension. Severity of pelvic pain updated. Event onset date updated. Historical drug added. Essure removal date updated. Reporter information, patient details, product indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.